Event description:
Customer woke up with symptoms of low blood sugar, shaking, unresponsive, confused family member took pt's blood glucose and received a result of 190mg/dl at 9:30 am. Family member dose 2 units of insulin. The customer was unresponsive, family member gave pt oxygen. 911 was called and they arrived 15 minutes later and transported the customer to the hosp. The hosp tested blood glucose and received a result of 60mg/dl. The customer was given an IV and had a catscan. No controls were in use. A request was made for the return of the suspect device a replacement product was sent.